Event description:
Patient had the procedure (B)(6) 2011 and was feeling pain post procedure that did not dissipate. The hsg on (B)(6) 2011, reflected three coils were placed in patient's left tube and one coil on the right. Two of the coils appeared perforated into the peritoneal cavity on the left side and the right side appeared adequate. Patient went to another physician for another opinion. This physician decided to remove perforated coils laparoscopically on (B)(6) 2011. Patient is left with one coil on right side and one coil on left side. Patient is doing fine post surgery with resolution of pain.

Manufacturer narrative:
(B)(4).